Event description:
The customer called to report that two needles were clogged when using today. Clogging problem has also occurred frequently before, but the exact quantity of needles that appeared to be clogged before was not clarified. The needles were purchased from xx hospital. Some needles did not exhaust air before injection, and some were clogged during use, after the needles were pulled out, they were tested and found no liquid discharged. Customer stated needles were not reused, injected on abdomen, changed injecting area on skin and exhausted air before injection, but did not answer questions about subcutaneous nodules. All clogged needles had been discarded, and no photos were taken. The customer refused to cooperate in providing other information, did not provide contact information, and hung up the phone. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.